Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic via merlin.net transmission. Upon interrogation, the atrial lead exhibited noise. No intervention was performed. Patient was in stable condition and would continue to be monitored.

Event description:
New information on 7/27/2017 stated that the pacer dependent and asymptomatic patient has chronic noise on the right atrial lead. The lead was reprogrammed previously. No plans were made to perform an intervention to address the noise. The patient was stable.

Event description:
New information on 8/3/2017 stated that the lead was reprogrammed and the patient was asymptomatic.